Event description:
The clinician reports that the day the implant was placed in ada 29, failure occurred upon insertion. Primary stability not achieved. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.